Event description:
It was reported that the electrical cord is frayed exposing bare wires. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event as reported was confirmed. The power cord outer jacket had been pulled from the plug recepticle and one of the wires was pulling out from behind the terminal screw. This caused the cord to be frayed and have exposed wires. The technician secured the wire and reassembled the plug recepticle and this condition was resolved. The rover met all functional and electrical safety specifications before being released back into service at the account.